Manufacturer narrative:
Manufacturer¿s ref. No (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, ¿it was impossible¿ to introduce the 5mm x 33mm embotrap ii revascularization device (et007533 / 20g036av) into the concomitant headway® 21 microcatheter (microvention-terumo) even when the microcatheter lot was changed. A delay resulted. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial visual inspection of the inner channel and the outer cage of the returned embotrap ii device indicated deformation (i.e. Strut kinks on the distal cone, a slight curvature of the inner channel coil, and the inner channel protrusion through the outer change) which may indicate advancement of the device against some resistance. There was no evidence of any strut fractures. The visual inspection also indicated that the return embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The coil offset at the distal portion of the proximal coil noted during the visual inspection under magnification may indicate advancement of the device against resistance but is not unusual in device that have been subject to use. The returned embotrap ii device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. The returned insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap ii device and a sample headway21 microcatheter to confirm the complaint event. The returned embotrap ii device failed to be advanced to the microcatheter hub in its fully seated position, approximately 1mm from the proximal lumen of the microcatheter hub. The reported event was confirmed with the returned embotrap ii device. The deformation (i.e. The curvature of the inner channel coil) noted on the returned embotrap ii device prevented the distal portion of the device to advance into the microcatheter. This was confirmed by the successful advancement of an undamaged embotrap ii into the headway microcatheter. Device insertion assessment was performed using the returned embotrap ii device and two (2) other microcatheters with different hub designs demonstrated the returned embotrap ii device successfully advanced into the microcatheters. This demonstrated that the ability of advancing an embotrap ii device with various levels of damage to the distal cone is dependent on microcatheter hub designs. It also suggests that the headway hub design is a significant contributor to the event reported. Recreation of the similar deformation on the distal cone was attempted by loading of a sample embotrap ii device into the sample headway21 microcatheter with the distal cone of the embotrap ii device partially deployed prior to place the insertion tool into the microcatheter hub. The embotrap ii device protruded distally from the insertion tool (i.e. The distal stent like assembly of the embotrap ii device protruded from the distal lumen of the insertion tool approx. 4mm) prior to placing the insertion tool into the microcatheter hub. The insertion tool was then placed in the microcatheter hub. The embotrap ii device was advanced, and the embotrap ii device failed to advance. It was confirmed under magnification, the distal cone was deformed (i.e. Kinks on the inner channel flared struts, slight curvature of inner channel coil, and inner channel protrusion through the outer cage) with similarities to the deformation on the distal cone of the returned device. Device insertion assessment was performed using the embotrap ii device with the recreated deformation and three (3) microcatheters with different hub designs. The embotrap ii device successfully advanced into each of the microcatheters with only minor resistance was felt when inserted into the prowler select plus. There was no noted resistance felt with the rebar18. This again demonstrated that the ability of advancing a damaged embotrap ii device and the level of resistance encountered depends on microcatheter hub designs. A review of the manufacturing documentation associated with this lot (20g036av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristic which is consistent with advancement of the device against resistance. A visual inspection of the microcatheter used during the reported event was not possible as the microcatheter was not returned for investigation. It is concluded that the deformation on the distal cone of the embotrap ii in conjunction with the use of the headway microcatheter resulted in the event reported. The cause of the distal cone deformation is unknown however is likely that the damage to the device was caused by initial attempts to deliver the embotrap ii device into the headway 21 microcatheter. Based on the recreation of similar damage to sample devices during this investigation, it is likely that the scenarios below are the causes of such deformation during the initial use of the embotrap ii device: a) the distal portion of the embotrap ii device partially protruded from the distal tip of the insertion tool prior to (or during) placing the insertion tool into a microcatheter hub. B) a failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the distal cone of the device in the microcatheter hub. (This can occur if the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rotating hemostasis valve (rhv) during device delivery.) If the user attempts to readjust the insertion tool position after advancing the embotrap ii device from the insertion tool, in this scenario distal cone damage could also occur. C) a microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. There is no indication that this complaint was as a result of a defect with the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (20g036av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, it was impossible to introduce the 5mm x 33mm embotrap ii revascularization device (et007533 / 20g036av) into the concomitant headway¿ 21 microcatheter (microvention-terumo) even when the microcatheter lot was changed. A delay resulted. There was no report of any patient adverse event, or complication.